Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision due to poly wear (poly disassociated from the cup), pain, and stiffness. Date of implant: (B)(6) 2010. Date of revision: (B)(6) 2022. (Right hip). Treatment: revision; head was revised.

Event description:
On (B)(6) 2022, the patient was alleged to have had a right revision total hip, to address the failure of the acetabular liner. The indications for surgery include a pop in the right hip, along with squeaking. The liner had dissociated from the pinnacle metal cup. It was also reported that there was wear on the ceramic ball and the posterosuperior quadrant of the acetabulum. The locking ring for the poly liner had been partially eroded. There was dark stained fluid secondary to wearing of the ceramic ball on the titanium shell. The liner had worn completely through posteriorly. There was black stained material that was debrided. The surgeon decided to retain the cup and proceed with a dual-mobility metal liner, locked into the shell and a polyethylene inner bearing. On (B)(6) 2022, the patient underwent a head and liner revision of the right total hip last 07/27/22 to address significant liner wear due to dissociation. The ceramic ball had damaged the peripheral locking mechanism.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.